Manufacturer narrative:
The insulin pump functioned properly during rewind and basic occlusion, occlusion, prime, the excessive no delivery and displacement test. All operating currents are within the specification, no unexpected low battery, bad battery, weak battery or off no power alarm noted during testing. No check setting alarm noted during the testing. The insulin pump was received with minor scratched display window and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer reported that they received weak battery alarm. The customer's blood glucose was 405 mg/dl at the time of incident. The customer stated that they treated the high blood glucose with the insulin pump. The customer declined to troubleshoot. The customer was also advised to revert to back-up. The insulin pump will be returned for analysis.